Event description:
Spontaneous. Patient's wife calling in reporting issue with infusion set being stuck on catheter at infusion site. Patient states that there are two "buttons" that can be pressed in as the top is pulled up but one side feels like it will not press in. Made call to cnss supervisor on-call. Cnss informed author that medication most likely dried up in that area and hardened over. Cnss advised that patient could try using some alcohol wipes to dissolve/soften the medication up but if that does not work patient will have to set up a new site for infusion. Patient stated that the alcohol was not working. Patient set up new site and continued infusion without issue. Patient removed old site completely without issue. Product issue started and resolved on (B)(6) 2023. No missed doses; unk if patient experienced an adverse event; unknown if product on hand for return; lot and expiration are unknown. Reported to (B)(6) by pt/caregiver.